Event description:
As reported, when a 6-12f mynx control venous vascular closure system (vcd) was removed, the sealant appeared to be at the tip of the device. The physician applied a figure eight stitch and hemostasis was achieved with no harm to the patient. They could not tell if they had aligned the markers on the tension indicator before pressing button one. Preparation was done per IFU protocol. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section b5 and h1 corrected.

Event description:
As reported, when a 6-12f mynx control venous vascular closure system (vcd) was removed, the sealant appeared to be at the tip of the device. The physician applied a figure eight stitch and manual compression, and hemostasis was achieved with no harm to the patient. They could not tell if they had aligned the markers on the tension indicator before pressing button one. Preparation and use of the device was done per IFU protocol. The issue occurred on the right limb which had only 1 access site. The sheath used was downsized from 14 to 11 french. No other closure device was used on the affected limb. An ultrasound was not performed at the follow up, however symptoms resolved without sequelae. The device was used in a watchman procedure performed by a physician. The device was later returned for evaluation as previously expected.

Manufacturer narrative:
As reported, when a 6-12f mynx control venous vascular closure system (vcd) was removed, the sealant appeared to be at the tip of the device. The physician applied a figure eight stitch and manual compression, and hemostasis was achieved with no harm to the patient. They could not tell if they had aligned the markers on the tension indicator before pressing button one. Preparation and use of the device was done per the instructions for use (IFU) protocol. The issue occurred on the right limb, which had only 1 access site. The sheath used was downsized from 14 to 11 french. No other closure device was used on the affected limb. An ultrasound was not performed at the follow up; however, symptoms resolved without sequalae. The device was used in a watchman procedure performed by a physician. A non-sterile mynx control venous vcd 6-12f device involved in the reported complaint was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The syringe was received connected to the device, but the procedural sheath was not included for evaluation. The stopcock was found in the open position, and the balloon was fully deflated. The sealant remained in its correct manufacturing position, exposed to blood and fully covered by the sealant sleeves. No damage was observed to the sealant sleeves. The returned device was thoroughly inspected for any damages or anomalies that could have contributed to the reported failure, and no issues were found with the device. Per functional analysis, a simulated deployment test was conducted on the received unit following the mynx control venous IFU. Button 1 deployed the sealant smoothly without resistance, and button 2 was fully depressed, allowing the balloon to retract completely into the tamp tube. No issues were identified with either button during the device failure investigation. The device functioned as intended, in line with the mynx venous IFU. A product history record (phr) review of lot f2428101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported since the returned device did not match the event description. It was reported that use of the device was done per the IFU; however, the device was received with button 1 and button 2 in their manufactured positions. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. It should be noted that since the deployment button of the received device was not depressed, it is expected that the sealant would not be deployed from the unit. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 2: deploy sealant, which is not intended as a mitigation, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ the IFU also states, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6-12f mynx control venous vascular closure system (vcd) was removed, the sealant appeared to be at the tip of the device. The physician applied a figure eight stitch and manual compression, and hemostasis was achieved with no harm to the patient. They could not tell if they had aligned the markers on the tension indicator before pressing button one. Preparation and use of the device was done per IFU protocol. The issue occurred on the right limb which had only 1 access site. The sheath used was downsized from 14 to 11 french. No other closure device was used on the affected limb. An ultrasound was not performed at the follow up, however symptoms resolved without sequalae. The device was used in a watchman procedure performed by a physician.